Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experiencing high blood glucose of 400 mg/dl. Customer reported that there was insulin flow blocked alarm in an insulin pump. Customer was not given any of the treatment. The device will be return for further analysis.